Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer also reported that insulin pump had a blank display and was not able to replace the battery. The customer was assisted with troubleshooting and is feeling ok. Customer was using the insulin pump system within 48 hours of reporting hyperglycemia. Customer stated that the auto mode feature was active at the time of high blood glucose event.. Customer was assisted for performing self test. The insulin pump passed the self test. The device will not be returned for analysis.